Event description:
It was reported that an empty bag leaked from a small hole in the bag. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection revealed a leak from a hole in the body of the bag near the main seal. The reported condition was verified. The cause of the condition was determined to be mishandling of the device during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.